Event description:
The customer reported to olympus the evis exera iii video system center experienced no image during installation. The reported issue occurred during preparation of use for an unknown procedure. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
During troubleshooting with technical assistance center (tac) the customer reported to olympus, there was no image displayed during installation. At the time of the call, the customer was asked to check the output of the cv-190 and it was confirmed to be in serial digital interface (sdi) output 1. The sdi cable had an input in the nds monitor (competitor brand monitor). In the front of the nds monitor it was observed that the input selection was on standard-definition video (s-video) instead of the intended sdi. After selecting sdi from the nds monitor, the signal returned to normal, and the image was restored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Device issue resolved through troubleshooting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it was likely due to the wrong video input settings of the monitor. The following information is stated in the instructions for use (IFU): ¿the chapter 5.5 video monitor display inspection of the instruction manual describes the following, and the reported phenomenon might have been avoided by following the descriptions. Operate the video monitor according to the directions given in the video monitor¿s instruction manual and confirm that the endoscopic image is displayed properly.¿ olympus will continue to monitor field performance for this device.